Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "¿our PICC nurse has a safety concern she brought up to us today about the needle guide that is in the PICC kits. She is saying there is a small plastic piece that comes off the tip of the needle when they are poking the guide through the skin. They are worried about the patient getting a clot. She currently is brushing the plastic part off as it comes off now but it shouldn¿t be coming off."